Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was explanted and replaced intraoperatively with a lens of same length and power, opposite toric meridian. Cause of the event is unknown. The problem was resolved. D4: model vticmo 13.7, d4: expiration date 30-sep-2026, d4: UDI: (B)(4), claim: (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was replaced and this resolved the problem. Cause of the event was unknown. It should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue on lens. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4).